Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicated. A field service engineer worked with hospital information technology team and was able to determine that the issue may have been caused by an update that had been applied, which caused the windows firewall to turn back on, and also reenabled bluetooth and wifi, which had previously been disabled. The team still needed to access the station to perform a mini drawer change over once the parts arrived. Three 3x units had been ordered for the swap. The field service engineer stated that the parts had been ordered but were on backorder. The issue was still ongoing, and the team was awaiting the parts.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station failed to communicate with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.